Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of the device history showed the battery installed on 08/05/2024 was depleted because the device was left on in configuration mode starting 10/20/2024 at 14:30, without being powered off. No power button press was logged. This led to continuous battery drain. When not in use, it is recommended that the operator turn the device off by pressing the power button. The review of the log and the reporting date also suggests that this device was in a depleted, not ready for use state, for several months. Operators should visually inspect the AED 3 device regularly and frequently as needed, to verify that the device has a green check and is ready for use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.